Event description:
It was reported that the patient was unable to adjust stimulation. The right side ipg turned on fine but the left side gave no audible tones or light indicator when attempting to turn on. Within the last few days, the patient had lost a portion of his therapy. The ipg was explanted and replaced on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 3387-40 lot # j0427852v implanted (B)(6) 2006 explanted unknown; extension model # 748251 lot # nhu057672v implanted (B)(6) 2006 explanted unknown; stimulator model # 7426 serial # (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2012; lead model # unknown lot # unknown implanted: (B)(6) 2006 explanted unknown; extension model # 748251 lot # ngk015062n implanted: (B)(6) 2006 explanted unknown.